Event description:
Device malfunction: none. Symptoms/ae: temporary loss of vision. Time of symptoms/ae: after procedure. It was reported that five days post an uneventful left internal carotid artery pta stenting procedure, the pt had temporary loss of vision in the left eye which lasted twenty minutes. Her son-in law, who is a physician, gave her an enoxaparin injection and transferred her to the hospital. She presented to the emergency room and was hemodynamically stable and back to neurological baseline. She diagnosed with amaurosis fugax and admitted for monitoring and placed on enoxaparin. A carotid ultrasound was done which showed a completely occluded left internal carotid artery. Additionally, after review of the index procedure ultrasound, a dissection was noted at the distal aspect of the carotid stent. It was noted that given her chronic torticollis and neck anatomic features, as well as relatively smaller caliber of the carotid artery, all components could have contributed to her outcome. She continued to be free of symptoms and was discharged two days later. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history if forthcoming. A follow-up will be submitted with any relevant info.